Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) /2018, an error icon was displayed on the receiver. No additional event or patient information is available. Data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.